Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was repeated three times on an advia centaur xp instrument, resulting as expected. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the acid pump due to slight leakage and preventively replaced the luminometer. The cse replaced the reagent 1 probe due to a reagent precipitation. The cse verified probe alignments and the aspirate washes and ran precision testing on the calibrator, which resulted within range. After service, the customer called and stated that signal errors were obtained on the instrument and quality controls were out of range. The cse returned to the customer site and performed a total service call and did not find an instrument malfunction. The cause of the discordant, falsely elevated troponin result is unknown. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.